Manufacturer narrative:
The report of ineffective stimulation was not confirmed. Analysis of the returned ipg found it had no physical anomalies, communicated with all lab utilities and passed all functional testing. No anomalies were identified that would have existed prior to explant that would have contributed to the alleged complaint.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-47778. Related manufacturer reference number: 1627487-2020-47779. Related manufacturer reference number: 1627487-2020-47782. Related manufacturer reference number: 1627487-2020-47783. Related manufacturer reference number: 1627487-2020-47784. It was reported the patient was not receiving effective stimulation. In turn, surgical intervention was undertaken wherein both the patient¿s scs systems were explanted. This addressed the issue.